Manufacturer narrative:
(B)(4).

Event description:
It was reported that during out of clinic routine cap maintenance, device gave a vibratory alert for charge time limit reached. During in clinic device interrogation, manual capacitor maintenance was successful. Patient's device is for primary prevention and patient has no history of shocks. Manual capacitor maintenance during subsequent follow-ups was recommended. Patient will be monitored closely.

Event description:
New information received notes that the asymptomatic patient presented in-clinic for a device interrogation after receiving a patient notifier for a long charge time. Upon interrogation, an alert for an out of range capacitor maintenance charge time was confirmed. Cap maintenance was performed in clinic and normal value was obtained. Device was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.